Event description:
A customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging. The customer was advised to follow up. Pump began charging. No further assistance required.